Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. Her doctor confirmed that the remaining pieces were removed.